Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompted initial setup on its own on the mobile app occurred. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompting for login during session on the mobile app occurred.